Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Additional information received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information received on (B)(6) 2008: the patient reported to the call center that she experienced nodules at the dorsum area of her hand and at the infra orbital area of her face when she received her second application of poly-l-lactic acid. She reported that some of them were painful. Her physician injected "physiologic solution" at the nodule areas and used corticoids at the painful nodule areas. The patient mentioned that she had used poly-l-lactic acid treatment before without experiencing any adverse events. Relevant medical history included a thyroidectomy in 1995. Concomitant medications included calcium and levothyroxine (puran t4). At the time of this report, the event remains ongoing. Addendum for follow-up information received on (B)(6) 2008: the patient's physician reported that the patient presented with deep visible nodules and some of them were palpable. To treat the nodules, the physician performed a saline solution infiltration and the majority of the nodules immediately decreased. The patient still presents with some palpable nodules, 1.5 mm in diameter, at the dorsum area of her hand. Reporter's causality assessment: highly probable. Addendum for follow-up information received on (B)(6) 2008: ptc for batch a7017 results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician (who is also the patient) to our local affiliate ((B)(4)). This case involves a female patient (age nos) who received two applications of poly-l-lactic (sculptra) on her hands and face. Relevant medical history and concomitant medication information were not mentioned. After the first application, the patient reported that no efficacy was observed. At the second application, she presented with a nodule where poly-l-lactic acid was applied. Corrective treatment (nos) was initiated. At the time of this report, the events remain ongoing.